Manufacturer narrative:
(B)(4). Kim, y. H., park, j. W., jang, y. S., kim, e. J. (2025) conversion of fused knees to total knee arthroplasty. The journal of bone and joint surgery 107 (19), 2178-21884 http://dx.doi.org/10.2106/jbjs.25.00149. B3 - event date - date of publication. D10 - concomitant devices - unknown nexgen articular surface, catalog #: ni, lot #: ni, unknown nexgen femoral component, catalog #: ni. Lot #: ni. E1 - correspondence author. G2: foreign - event occurred in south korea. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one (1) patient underwent a knee arthroplasty revision to address pyogenic infection. The prosthesis was removed and arthrodesis performed in full extension using an external fixator. Attempts have been made, however, no additional information is available.